Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, while closure of the mesenteric gap, the unit¿s thread broke, the issue occurred during closure of the mesenteric gap. It took few minutes prior to use that the device was opened or removed from the packaging. There was more than one defective device involved. All of the devices were involved of the same product ID and lot numbers. This issue occurred during the same case. There were two threads from the box were broken identically. They used another device to resolve the issue and complete the case. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices opened by the account. The visual inspection revealed two opened partial sutures which were returned attached to the needles. Upon microscopic inspection, the ends of the sutures appeared jagged. Unfortunately, as no sealed products were returned, tensile strength testing could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.